Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The previous report, MDR-(B)(4) , was submitted in error.

Manufacturer narrative:
The previous report, MDR-(B)(4), was submitted in error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator had charging issue and is unable to provide twenty-four hours of therapy after fully charging the device. A surgical intervention is anticipated in the near future. No further information is available at this time.